Manufacturer narrative:
This supplemental report is being submitted to move the related importer number from h11 to h10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the subject device was not returned to olympus for evaluation, the reported failure could not be confirmed. However, the issue was likely caused by the following factors: a) the distal cover was improperly attached. B) the distal cover had cracks and pinholes. C) chemicals such as anti-fog agent, etc. Adhered to the distal cover, which caused the cover easy to be broken. D) the cover was pushed obliquely when attached to the device, which caused breakage of the cover. Subsequently, the cover was easy to be detached. E) the user applied friction stress in the patient¿s body such as twisting, pushing, pulling, etc. To the distal end during the procedure, which was more massive than the stress applied to the distal cover (pulling, twisting) during inspection prior to use. Accordingly, damage of the cover was accelerated. The root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿important information ¿ please read before use: precautions: warning- never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ ¿3.5 attaching accessories to the endoscope: attaching the single use distal cover: caution- do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. Damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover.¿ ¿3.5 attaching accessories to the endoscope: attaching the single use distal cover: warning- never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. Twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. Confirm that the single use distal cover is free of cracks or deformation.¿ ¿3.4 inspection of accessories: inspection of the single use distal cover (maj-2315): warning- should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported, during the therapeutic endoscopic retrograde cholangiopancreatography (ercp) while placing the pancreatic stent, the distal cover fell off the duodenovideoscope into the patient about 40 minutes into the procedure. The issue occurred between the middle and end of the procedure. The cap was retrieved from the patient using a rat tooth forcep. The procedure was completed with the same device. The technicians put the cap on and tested it, and it was noted the distal cover had a split down the middle.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This medwatch is related to patient identifier (B)(6). This report has been submitted by the importer under this MDR report number (B)(4).